Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted neurostimulator battery for a pain stimulation implantable pulse generator (ipg) was scheduled to be replaced within the hour because the patient had experienced problems with charging in general since the implant date, disliked the charging components and charging equipment burden, and reported no therapeutic benefit since the implant date. The patient stated the battery had never worked and believed the battery itself was not working. The patient reported severe pain rated as 10 out of 10. A battery replacement/implantable neurostimulator (ipg) replacement was planned. There was no patient complications have been reported as a result of this event.